Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy to the patient for a supraventricular tachycardia (svt) episode. Technical services (ts) discussed reprogramming options with the physician. No additional adverse patient effects were reported. The device remains in service.